Manufacturer narrative:
No report of patient involvement. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. Replaced base casting and wheel casters and returned unit to service.

Event description:
The hospital reported casters had broken off of the unit. There was no report of involvement.